Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed inappropriate shock due to incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD). Following the inappropriate shocks there were incorrect measurement of battery longevity. No changes or interventions were performed; the device will continue to be monitored. The patient condition was not known.